Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) found the black sleeve in position #10 stuck in the up position. Fse removed then cleaned the sleeve and tip clamp. The instrument was tested without further problem and returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc (B) (4).